Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices and images of the devices were not available for evaluation as they remain implanted at this time, and radiographs were not provided.

Manufacturer narrative:
H10.pending investigation.

Event description:
It is reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2019, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, health effect - impact code, component code, type of investigation, and investigation findings. Manufacturer narrative updated: the prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices and images of the devices were not available for evaluation as they remain implanted at this time, and radiographs were not provided.